Event description:
The patient was able to void using a catheter after placement of the suburethral sling, but not completely and had residuals. The sling was removed on (B) (6) 2010 and the patient was able to void completely. Patient now rarely experiences urinary incontinence. The patient is taking prescription medication for lyme disease. The patient was also experiencing viral symptoms and vulvar infection after, but not related to surgery.

Manufacturer narrative:
There was no device malfunction during the procedure. Device functioned according to specifications.